Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Relative manufacturer reference number: 2938836-2020-06645. It was reported noise was noted on the patient's right atrial (ra) lead during clinic visit. When the patient presented for lead revision procedure, insulation damage was noted after opening the pocket. The lead was capped and replaced on (B)(6) 2020. The device was explanted and replaced electively due to under advisory. The patient was stable.